Event description:
It was reported that prior to a routine implant, the physician checked the right ventricular (rv) lead's helix and observed it would not extend when twisted out. The rv lead was not used and was replaced. There was no patient involvement or consequence.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be fully extended. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension was within specification. The cause reported event was isolated to the inner coil being over-torqued at the connector region.